Event description:
It was reported that two 20ml luer lok syringe experienced packaging tears while opening leaving paper shards in sterile field/room. Product defect occurred prior to use. The following information was provided by the initial reporter: material no: 303310 batch no: 8344724. Event description states -we have a product issue with item ref# 303310- bd 20ml syringe that was reported yesterday. The packaging on the bd syringe (20ml) ref# (B)(4), lot# 8344724--is very difficult to open without tearing the package unevenly, which makes the product un-sterile and unable to deliver to the sterile filed. The packaging sticks to the sides of the plastic and tears, even though we open the product slowly and evenly to prevent the tearing.

Manufacturer narrative:
Investigation summary: two samples and photos received for investigation, upon observation, the blisterpacks are open without product. Additionally, ten retention samples are evaluated. Samples are analyzed and tested for package tearing upon opening the package, no defect and no fiber tear observed in the blisterpacks. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The only probable cause is for lack of knowledge of the opening by the customer since the paper that is used is medical grade by direct seal, there are 2 opening techniques for blister with direct seal described below: "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister should be taken with the paper in the left hand and the film in the right hand]. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles), making the same strength for opening both materials. "Straight pull" to open the blister, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 20ml luer lok syringe experienced packaging tears while opening leaving paper shards in sterile field/room. Product defect occurred prior to use. The following information was provided by the initial reporter: material no: 303310 batch no: 8344724. Event description states- we have a product issue with item ref# 303310- bd 20ml syringe that was reported yesterday. The packaging on the bd syringe (20ml) ref#: 303310- lot#: 8344724-- is very difficult to open without tearing the package unevenly, which makes the product un-sterile and unable to deliver to the sterile filed. The packaging sticks to the sides of the plastic and tears, even though we open the product slowly and evenly to prevent the tearing.